Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusions were noted.

Event description:
The customer had high blood glucose levels of 411 mg/dl. The customer was unsure if there was a problem with the reservoir. The customer saw air bubbles in the reservoir. The customer did not want to troubleshoot for his high blood glucose levels. The customer returned his reservoir for analysis. Advised customer that a replacement reservoir would be sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).